Manufacturer narrative:
The complainant saw the employee health nurse practitioner and was prescribed prednisone. On (B)(6) 2013, the complainant experienced reaction and she took over the counter allergy medicine to alleviate her symptoms. On (B)(6) 2013, the complainant experienced a reaction and visited her employee health nurse practitioner where she was prescribed zyrtec. On (B)(6) 2013, the complainant experienced a reaction and took zyrtec to alleviate her symptoms. On (B)(6) 2013, the complainant experienced a reaction and went to her employee health nurse practitioner where she was referred to an ear, nose and throat specialist and was given an epipen. On (B)(6) 2013, the complainant experienced a reaction and was transported to the hospital and was referred to an allergist. The complainant is working with an allergist to determine which chemicals she is allergic to. To date, the employee is doing fine. The product involved in the alleged incident was not returned. In addition, no similar complaints were received with regard to this lot.

Event description:
A complainant alleged that she had experienced a reaction with symptoms of chronic sore throat, nasal irritation, redness and burning itchy skin and anaphlaxis after smelling the caviwipes.